Event description:
It was reported that the procedure was to treat 90% stenosed distal right coronary artery with heavy calcification and heavy tortuosity. The 2.25x15mm trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. During the first inflation, the balloon ruptured at 10 atmospheres. Therefore, the bdc was removed from the anatomy and resistance was also noted due to anatomy. Prior to use, the balloon was soaked in saline and the bdc was prepped (air aspiration) outside the anatomy. A new trek bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.